Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the caller that they were trying to get the programmer to work. The caller stated the patient was urinating all the time and ¿couldn¿t stop it.¿ the caller stated that the patient would go before they could get to the bathroom. The caller noted that the day prior to the call the patient went to the health care physician (hcp) and the patient was able to communicate using the programmer right away. The caller stated the hcp set the stimulation at 3.8. The caller then noted that they have tried using the programmer with and without the antenna but they were not able to get to the screen where they could adjust the amplitude. While on the call, the caller, who preferred using the programmer without the antenna attached was getting the poor communication screen. After reviewing with the caller where the implant was located, the caller placed the programmer where they could feel the implant and they were able to communicate using the programmer. The caller then increased stimulation to 4.0 and the patient reported fee ling comfortable stimulation. The caller reported the patient was on an antibiotic at the moment that they started taking yesterday. The caller also mentioned that the patient fell about 2 weeks ago. There were no further complications reported/anticipated.